Event description:
A pt reported experiencing inaccurate high results with a fasttake meter. The pt's blood glucose results were 382mg/dl (meter), 220mg/dl (lab). Tests were done less than 10 mins apart with difference of 74%. Pt did not experience any adverse events. No further info has been reported.